Event description:
A physician reported a pt who was treated on an unknown date into the vermilion border, glabella, and nasolabial region. In january 1998 the pt developed swelling at the vermilion border, erythema at the glabella, and a slight response at the test site. The physician prescribed oral antihistamines and topical corticosteroids; the effectiveness was unknown. The physician believed the erythema and swelling were probably product related. The pt had a concomitant cystitis; ciprofloxacin was prescribed. The physician believed the cystitis was unrelated to the collagen.